Event description:
The manufacturer received information alleging a ventilator was not working. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and oxygen blender module were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board and power management board. The oxygen blending module board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to sensor (u29) being out of tolerance. The power management board was evaluated and was found to operate to design specifications.